Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] heavy menstrual bleeding [heavy menstrual bleeding] neuropathic pain [neuropathic pain] muscle and skeletal pain [muscle pain] skeletal pain [skeletal pain] migraines [migraine] heavy metals from inserts present during hair analysis¿ [heavy metal poisoning] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 03-dec-2024. The most recent information was received on 15-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy menstrual bleeding"), neuralgia ("neuropathic pain"), myalgia ("muscle and skeletal pain"), bone pain ("skeletal pain"), migraine ("migraines") and metal poisoning ("heavy metals from inserts present during hair analysis¿"). The patient was treated with surgery (total hysterectomy bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, neuralgia, pelvic pain, myalgia, bone pain, migraine or metal poisoning. The reporter commented: period of occurrence: shortly after insertion until removal (15 years) patient¿s current status: after 15 years of doctor hopping, underwent a total hysterectomy with removal of the ovaries, fallopian tubes and cervix. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-dec-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Heavy menstrual bleeding [heavy menstrual bleeding]. Neuropathic pain [neuropathic pain]. Muscle and skeletal pain [muscle pain]. Skeletal pain [skeletal pain]. Migraines [migraine]. Heavy metals from inserts present during hair analysis¿ [heavy metal poisoning]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) ) on 03-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy menstrual bleeding"), neuralgia ("neuropathic pain"), myalgia ("muscle and skeletal pain"), bone pain ("skeletal pain"), migraine ("migraines") and metal poisoning ("heavy metals from inserts present during hair analysis¿"). The patient was treated with surgery (total hysterectomy bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, neuralgia, pelvic pain, myalgia, bone pain, migraine or metal poisoning. The reporter commented: period of occurrence: shortly after insertion until removal (15 years). Patient¿s current status: after 15 years of doctor hopping, underwent a total hysterectomy with removal of the ovaries, fallopian tubes and cervix. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.